Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pacemaker dependent patient presented in the operation room for a device implant procedure. The device exhibited a crosstalk after an atrial pace, resulting in ventricular pacing inhibition. In addition, loss of capture was noted on rt-egm and surface EKG. The device was reprogrammed. The event was resolved without sequelae. The patient will continue to be monitored.